Event description:
It was reported that the patient displayed oversensing on the right ventricular (rv) lead. The oversensing is non-physiologic. The oversensing was noted for a short period on an intracardiac electrogram. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).